Manufacturer narrative:
Note: we have not completed our investigation of this event. We will file a f/u MDR at the completion of the investigation. (B)(4).

Event description:
A philips service engineer (se) was performing planned maintenance on the customer's brightview spect camera. While the philips se was servicing the system in service mode, a noise was heard from the radius detector two (det 2). The philips se used the motdiag to calibrate the radius for det 2 by moving the system to the twelve (12) o'clock position on the gantry when detector 2 started to move in a downward motion towards the floor. The philips se pressed the emergency stop button to halt the motion which he alleges did not stop the system motion. Detector 2 came to rest once when it met a hardware limit on the system. The philips service engineer evaluated the system and determined there was a failure of the gearbox, radius 2 motor, and brake assembly, which caused the emergency stop to not engage. There was no harm to pt, operator, se or bystander. Philips service engineer instructed the customer site to not use the system until the parts were replaced on the system. The philips service engineer performed the necessary repairs on the system.

Manufacturer narrative:
(B)(4). On (B)(6) 2013 while performing preventive maintenance at the customer¿s site, the philips field service engineer (fse) noticed that while in service mode, a noise was heard from the radius detector 2. When detector 2 started to move in a downward motion towards the floor, the fse used the diagnostic function to calibrate the radius for detector 2 by moving the system to the twelve (12) o¿clock position on the gantry. The fse pressed the emergency stop (e-stop) button to halt the motion, which did not stop the motion. Detector 2 came to rest when it met a hardware limit on the system. There was no harm to a patient, operator, fse or bystander. The fse instructed the customer not to use the system until the parts were replaced. The fse contacted the philips help desk to inform them of the issue. Upon evaluation, the fse found there was a failure of the gearbox, radius # 2 motor, and brake assembly, which caused the e-stop not to engage. The fse tested the radius at 6 and 12 o'clock positions, and no movement was noted. The radius # 2 drive would not calibrate. The fse noted that the retaining clip, which secures the gearbox shaft to the brake, was missing among the components which were removed from the system after the issue occurred. No bug reports were provided for engineering assessment. The fse replaced the motor, gearbox and brake assembly. The returned parts were inspected by philips engineering and testing was conducted. From the testing conducted, the probable cause of the issue is the gearbox. After further testing, it was determined that the system that the returned gearbox and motor were installed on, did not have a properly functioning servo control interface board (scib) board. This board triggers the brake to engage after faults or errors occur. After further investigation and subsequent correspondence with the fse who performed the maintenance, it is determined that a retaining clip that is the interface between the gearbox and the brake was missing. This retaining clip is what allows the brake to engage the gearbox and stop the motion. The only scenario when the detector will drift is if this retaining clip is missing and e-stop is triggered making it not a single point failure. Engineering investigated the defective parts. Upon engineering investigation, it was noted that the retaining clip was missing from the brake. The clip was replaced to conduct the engineering evaluation. The only scenario when the detector will drift is if this retaining clip is missing and e-stop is triggered making it not a single point failure. The fse replaced the motor, gearbox, and brake assembly. Engineering determined the cause as the retaining clip was missing from the brake.

Event description:
A philips service engineer (se) was performing planned maintenance on the customer's brightview spect camera. While the philips se was servicing the system in service mode, a noise was heard from the radius detector two (det 2). The philips se used motdiag to calibrate the radius for det 2 by moving the system to the twelve (12) o'clock position on the gantry when detector 2 started to move in a downward motion towards the floor. The philips se pressed the emergency stop button to halt the motion which he alleges did not stop the system motion. Detector 2 came to rest once when it met a hardware limit on the system. The philips service engineer evaluated the system and determined there was a failure of the gearbox, radius 2 motor, and brake assembly, which caused the emergency stop to not engage. There was no harm to patient, operator, se or bystander. Philips service engineer instructed the customer site to not use the system until the parts were replaced on the system. The philips service engineer performed the necessary repairs on the system.